Event description:
It was reported that a leakage was found when doing an x-ray with contrast medium, there was a hole in the pad. Due to leakage band was explanted. The patient had three fills and two were done under x-ray. Patient presented with no weight lost when the leakage was found.

Manufacturer narrative:
Information anticipated, but unavailable at this time.